Manufacturer narrative:
Report date: (B)(6) 2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device has a blank screen on start-up. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the complete screen assembly with parts from an older rfs esprit. The device passed required performance verification tests per philips standards.